Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of patella pain. There was no sign of femur or tibia loosening. It was decided to remove patella and replace with larger size and replaced existing poly with new one of the same size. No delay reported.

Manufacturer narrative:
H6: it was reported that a patient was complained of patella pain. There was no sign of femur or tibia loosening. It was decided to remove patella and replace with larger size and replaced existing poly with new one of the same size. No delay reported. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows damage on the lock detail. Scratches are observed on the surface of the device. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. Batch number is illegible on the device due to severe damage on the part. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. A clinical evaluation noted that per email correspondence, the requested medical/surgical records and x-rays are not available, and no additional information has been provided. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. No further medical assessment can be rendered at this time. Some potential causes of the reported event could include but are not limited to size of device or surgical technique used. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.